Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized twice due to low blood glucose levels. On (B)(6) 2012, the customer was taken to the hospital due to low blood glucose levels. The customer was treated and released. The customer went home and called his hcp for assistance with the insulin pump programming. On (B)(6) 2012, the customer was found unresponsive, with both of his hands clinched, making a fist. The customer's wife called the paramedics, and the customer was taken to the hospital where he was treated and monitored. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate and the insulin pump was not exposed to high magnetic fields. Found that the customer has only been on insulin pump therapy for one week, and has been working with his doctor to get the programming correct. Nothing further was reported.